Event description:
Brush head itself detached from the body...ejecting the brush down throat as well as a small piece of metal [foreign body in throat] . Cough (up the head) [cough] . Brush head itself detached from the body...as well as a small piece of metal - oral-b [device breakage] . Case narrative: a parent via e-mail stated that their daughter was cleaning her teeth with an oral-b toothbrush and the oral-b pro cross action toothbrush head itself detached from the body, ejecting the brush down her throat, as well as a small piece of metal. She was fine and managed to cough up the head. No serious injury was reported. (B)(6) 2025 follow up via email: their daughter did not visit a healthcare provider. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.